Event description:
It was reported that a piece from the tibial cone broach broke off. Another device was used for the surgery. There was no surgical delay. There was no patient harm. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign country: sweden. H10: this device was erroneously reported under an incorrect MFR, and is now being submitted under the appropriate MFR. See original report 0001822565-2024-03415. The event is confirmed. Visual examination of the provided pictures identified a fractured chip off the tibial cone broach device; the device has not been returned therefore no further evaluation can be made. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.